Manufacturer narrative:
(B)(4). The event occurred in: (B)(6) - (B)(4).

Event description:
The customer complained of questionable results from 1 patient sample tested on a cobas 8000 c 702 module and a cobas 8000 cobas ise module (double). Of the data provided, data that is a reportable malfunction was provided for ise indirect na and ci for gen.2, crej2 creatinine jaffé gen.2 (crej2), phos2 phosphate (inorganic) ver.2, ureal urea/bun, and ua2 uric acid ver.2. Please refer to the medwatch with patient identifier (B)(6) for information on the cobas c702. Please refer to the medwatch with patient identifier (B)(6) for information on the cobas ise double. Please refer to the attachment to this medwatch for patient data. The initial results were from aliquots processed by a mpa while the repeat testing was performed on different's analyzers from the primary sample tube. The erroneous results were not released outside of the laboratory. There was no allegation of an adverse event. Reagent lot information, if provided, is listed in the attachment. Further investigation determined based on the reaction kinetics for crej2 that the high flier seems to be related to a sample carry over caused by an additional amount of specimen ending up in the measuring cell. The investigation is currently ongoing.

Manufacturer narrative:
The medwatch related to the cobas c702 has patient identifier of (B)(6). The medwatch related to the cobas ise double has patient identifier of (B)(6).

Manufacturer narrative:
The customer stated that within the last month there have been no further issues on the cobas c702. The investigation was unable to find a definitive root cause.